Manufacturer narrative:
Result: motion interrupt pan. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the head of bed will not go up or down. It is unk if there was pt involvement or if there are adverse consequences to report.